Manufacturer narrative:
Patient sex updated to female. Method: actual device evaluated, photographic evaluation, visual inspection, and manufacturing review. Results: fracture problem. Conclusion: use error caused or contributed to event. Complaint sample was evaluated and the reported event was confirmed. Reported information states that the tasp poly base broke when surgeon impacted the femoral trial on while the ploy trial was in place. The femur wasn't going down because it was hitting the posterior lip of the poly. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. Device history record and receiving inspection records were reviewed and no discrepancies or anomalies were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during an initial knee procedure the surgeon struck the persona tibial articular surface provisional with a mallet and it broke. No other adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.